Event description:
It was reported that the md attempted to insert the iab thru the same sheath used as reported in 1219856-06-00292. According to the report, the iab was connected to the pump and immediately the "cal key defect/call service" alarm occurred. The ap transducer was tried. The new iab could not be inserted through the sheath. The sheath was removed and another arrow iab catheter was inserted without difficulties.